Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated that the helium tank was missing a yoke seal which caused the helium tank to have a large leak. The fse replaced the helium seal and reinstalled the helium tank. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not recognizing helium tank. Even though, helium tank is full. There was no patient involvement reported.